Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 54-year-old male undergoing advanced cardiac support was implanted with an impella cp device for mechanical circulatory support. During support, the peel-away sheath was left in the femoral artery. The sheath was tipped and allowed for blood loss to occur. The team infused two units of red blood cells. Of note the cp was placed after the team had placed ECMO and bypass sheath for limb perfusion. The decision was made to explant the impella cp, exchange to a new peel-away sheath and implant a new impella cp.

Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on clinical description, the cause of the issue was use related since the introducer was left in the patient and the repo unit sheath was inserted into the introducer valve.